Event description:
It was reported a volume discrepancy occurred. The actual residual volume was greater than the expected residual volume. Specific values for volumes were unknown. A 5 ml discrepancy occurred at the last refill. The patient experienced a change in therapy effect. The patient has not had pain relief and had less effectiveness in the last two months. The patient did not have a fall. On (B)(6) 2015 a dye study and roller study were done and no issues were noted. No issues in the event logs. The reservoir volume will be monitored at the refill interval. The pump was delivering morphine. The cause of the event and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6)2014, product type: catheter. (B)(4).